Manufacturer narrative:
As reported, after deployment of a 5f mynxgrip vascular closure device (vcd) was completed, the device was removed after sufficient time; however, hemostasis was not achieved. Additional manual compression was performed and then procedure was completed. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the closed position and a used syringe attached to the unit. The sealant and the advancer tube were not returned in their manufacturing positions; therefore, it was concluded that this unit was deployed before its arrival to the cordis laboratory. Additionally, the sealant sleeve was observed in its manufactured position, and a sheath was not returned inserted on the unit. A dimensional analysis was executed by measuring with a ruler the distance between the inflated balloon and the shuttle tube. During this analysis, it was observed that the distance was as expected per the device design. Per functional analysis, the functional inflation/deflation analysis of the balloon was performed. During this analysis, no malfunction related to a compromised balloon inflation/deflation mechanism was observed. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no damages noted with the returned device. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages noted that could be attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. It was also noted that the sealant sleeve of the returned device was still in its manufactured position on the shuttle tube. However, as the procedural sheath was not on the mynxgrip catheter, it is possible that the device was manipulated after the procedure to remove the sheath, which can also move the sealant sleeve from its deployed position. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 5f mynxgrip vascular closure device (vcd) was completed, the device was removed after sufficient time, however, hemostasis was not achieved. Additional manual compression was performed and then procedure was completed. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 5f mynxgrip vascular closure device (vcd) was completed, the device was removed after sufficient time, however, hemostasis was not achieved. Additional manual compression was performed and then procedure was completed. There was no reported patient injury. The device will be returned for evaluation.